Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a highest confirmed blood glucose of 361 mg/dl, no pump alarms, and no noted infusion set leaks or delivery interruptions; the user elected to correct with a subcutaneous insulin injection and was advised to remain disconnected for at least two hours. Symptoms included none. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction identified and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.